Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) on aug. 3, 2007, alleging the one touch ultra meter was reverting to the set-up mode. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter was reverting to the set-up mode in 2006. The patient reported that he had taken an increased dose of his insulin, which was 45 units of 70/30 insulin. After taking the insulin he reported feeling thirsty. The patient reported that he went to the hospital because his meter was not working. In late 2006, the patient went to the hospital. His blood glucose was tested and the result was in the "high 300's". He reported that he was given oxygen at the hospital. The meter issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved, and the patient reported feeling thirsty after the meter issue occurred and at the hospital his blood glucose was high.